Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 400mg/dl and high ketones. Elevated bg was addressed via a correction bolus. Customer was treated with intravenous fluids, insulin, and nausea medication. Customer was released from the hospital in stable condition with no permanent damage. Contact reported that pump is functioning as intended.